Event description:
Reportable based on device analysis completed on 26-mar-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the highly calcified diagonal artery. A 2.25x24mm promus premier¿ stent was advanced but was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found a stent strut on the 4th row from the distal end of the crimped stent was damaged and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance while withdrawing from the lesion site. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).